Event description:
It was reported that the PICC was inserted on (B)(6) 2015. The line was leaking under the sterile dressing when the line was still in situ. The line was examined once it was removed as it was presumed fractured but there was no visible site found for the fracture.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.